Event description:
On 01/19/2007 the lay user/reporter, the pt's wife, contacted lifescan (lfs) alleging the one touch ultra meter would not power on. On 01/24/2007 the medical affairs specialist (mas) spoke with the reporter to obtain and verify info. For two to three days, the pt noted the reported meter would not power on: he was unable to obtain a blood glucose reading. At 10:300 am the pt experienced the symptoms of shaking, speaking incoherently, and a seizure. The pt was unable to obtain a blood glucose reading while symptomatic. The pt had not eaten any food prior to the onset of symptoms. Emergency services were contacted. When paramedics arrived, the pt's blood glucose level was tested to be 500 mg/dl. The pt was treated intravenously with insulin and transported to the hosp. He was admitted with a diagnosis of a seizure, hyperglycemia and hypertension. The pt does not have a seizure disorder; this was the first time this occurred. The pt also has dialysis three times per week. The pt takes novolin 70/30 insulin 10 units in the morning, and novolin nph insulin 4 units with meals, on a sliding scale based on meter readings. During the time period the meter would not power on, the pt took the 4 units of nph insulin with his meals. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt's testing technique was correct, the pt had replaced the battery correctly, the battery contacts were in good condition and the meter had suffered no trauma. The meter and test strips were replaced. The pt was unable to obtain a blood glucose reading due to the reported meter's power issue. The pt claims he was unable to adjust his sliding scale insulin doses. He experienced symptoms though not classic for hyperglycemia, and rec'd emergency attention, treatment with insulin for a blood glucose of 500 mg/dl, and admission to the hosp. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.